Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is implanted in patient.

Event description:
It was reported by the company representative that a peek custom implant did not fit correctly. While there were no serious injuries reported, there was a surgical delay of 1 additional hour that was used to modify the implant so that it could be utilized.

Manufacturer narrative:
Because the complained implant or pictures, that show the complained failure were not returned it is not possible to confirm the reported event. In the design proposal of the current case under the appendix ii is stated that the implant may not fit the original patient CT data featuring the fragments/ calcifications/ implants. Furthermore it is advised to have the bone fragments/ calcifications/ implants highlighted in red removed, if present at the time of surgery, prior to implanting the prosthesis in order to achieve optimal fit. The currently complained event was discussed with the responsible r&d and it was stated that in case the surgeon did not consider/ follow these instruction, this could be the reason why the implant did not drop in fit. In addition the rep stated that there were no bone fragments found per the resident/surgeon. Therefore the root cause is user related, but according to the rep the implant was modified and it was possible to implant the device. Based on the statistical evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported by the company representative that a peek custom implant did not fit correctly. While there were no serious injuries reported, there was a surgical delay of 1 additional hour that was used to modify the implant so that it could be utilized.